Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, it was reported that the patient experienced dyskinesia and hyperthermia. On (B)(6) 2022 the patient died, cause of death unknown. It was unknown if the death was related to the tubing replacement. It is unknown if an autopsy was performed. No further information was available.

Event description:
On (B)(6) 2022, it was confirmed that there were no complications at the time of the tubing insertion. After the tubing placement, the patient experienced dyskinesias, which could not be calmed by the duodopa treatment. And degradation in her general condition. No further information was available.

Manufacturer narrative:
Reference record (B)(4).